Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a failed volumetric test. The event occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in good condition. There was no evidence in the event history log. Functional testing found the device to under deliver but within manufacturing specifications. Preventative maintenance was performed. The device then passed all functioal testing. The service history review had no indication that the complaint was related to a service of the device within the review period.